Manufacturer narrative:
The t:slim g4 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had transposed the blood glucose (bg) value and carbohydrates (carbs) amounts when entering values into the pump. Reportedly, the customer programmed 240 grams of carbs, but intended to program a bg value of 240 (mg/dl). At the time of the reported event, the customer's bg level was 217 mg/dl. During a follow-up call, the customer consulted with health care provider (hcp) and was recommended to consume carbs to prevent bg level from decreasing. However, the customer consumed more carbs than needed and experienced an elevated bg level of 270 mg/dl. At the time of the call, the customer had not yet addressed bg level; however, declined further follow-up from tandem technical support on the reported event.